Event description:
Per the surgeon, the patient experienced an extrusion of the electrode through to the outer ear. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on july 25, 2023.

Manufacturer narrative:
This report is submitted on march 08, 2024.